Manufacturer narrative:
This is one of two device reports related to this event. A f/u report will be submitted upon receipt of any additional info.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired that same day, which is alleged to have been caused by exposure to the product administered during dialysis treatment.